Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device mode switched to unipolar due to the atrial lead exhibiting high out of range pace impedance measurements. The cause of the measurements was attributed to under insertion of the lead in the device header. The device pocket was reopened and the lead was successfully reconnected. No additional adverse patient effects were reported.